Manufacturer narrative:
(B)(4). Only event year known: 2020 batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, surgeon properly mobilized the splenic flexure and freed up the rectum, fired a stapler at the distal colon. During the anastamosis part, he has chosen to use cdh31p. He followed all the standard steps and properly engaged the circular stapler's anvil to the trocar till the orange label has been covered up, the rotation knob was turned clockwise to close down the circular stapler; everything went smoothly at first, until around 1-1.5cm distance between the anvil and the staple housing, the anvil suddenly got detached from the trocar. Surgeon had to reattach the anvil to the trocar, used his hand to push down the top of the anvil to make sure it will not get detached while another surgeon turned the rotation knob clockwise to close down the circular stapler again. After firing, both proximal and distal doughnuts were complete, and surgery was completed successfully with no post-operative problems. There were no patient consequences.